Event description:
Customer wants to report he has had breakdown with device and has had service calls. Also reported were the arms of the chair are poorly designed and the bolts that hold them to the frame are loose and fall out. The foot plate easily loosens and scrapes the ground due to the weight of my feet. Also, I have nearly fell out of the chair due to the rear casters lifting off the ground and descending a decline, such as when exiting the transit bus where I live. No injury.

Manufacturer narrative:
(B)(4) - model tdxp-mcg, serial number/date code (B)(4) is approximately 3 years, 5 months old. The owner's manual part number 1143190, rev. G(jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the end user of this incident. The user stated he has a spinal cord disability and was issued this device since he is (B)(6) tall and his underlying medical condition. He wanted to express his experience with this device. The device is reportedly being serviced and repaired. He was able to continue use of the device. The malfunction has not been confirmed.